Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer reported that she obtained a blood glucose reading of 150 mg/dl on a contour next link 2.4 meter. A repeat testing was performed in the laboratory and a reading of 500 mg/dl was obtained. The customer had no symptoms. The customer was administered with the insulin. The difference between the readings falls in zone "c" of the consensus error grid, making the difference clinically significant. No adverse event alleged. The customer was advised to return the test strips for evaluation. Replacement product was sent to the customer.